Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp) on 2024-aug-14. When asked to hcp to clarify "thinks maybe a nerve got nicked or something and it healed itself". The hcp confirmed that it was no device allegation. The cause of the nerve getting "nicked" was not determined. The hcp confirmed that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that about 24 hours after the surgery, they were having a pulse of pain around their right toe or on their right foot on the left side. Pt said, the foot went into spasm. Pt emailed their surgeon and they told them there was nothing to worry about. And about 12 hours later, the pain went away. Pt was feeling better now and thinks maybe a nerve got nicked or something and it healed itself.